Event description:
It was reported that when using the bd pyxis¿ es server, an unexpected error occurred, and none of the reports could be run. The customer reported that the issue began when the scheduled reports failed to print. When the customer attempted to run the report manually, the unexpected error occurred. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an unexpected error had occurred, and all reports could not be run. A technical support specialist (tss) dialed into the server had been established successfully after several attempts. Upon review, the download history showed that scheduled reports had completed successfully. A manual device inventory report was then run and generated without any issues. An email update was sent to the user, and the user was contacted to verify the status of the issue. The user confirmed that the issue had been resolved and stated that contact would be made if the issue persisted. Permission to close the case was granted. The system functioned after the technical support specialist troubleshoot the device.